Event description:
It was reported that the patient was lost to follow up and has not had device checked since the implant. The lead experienced low impedance. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.